Event description:
Nellcor puritan bennett rec'd a report from madonna rehab hosp stating that the display was lucked up. There was no pt harm reported.

Manufacturer narrative:
We had requested unit to be returned for eval. Customer had allowed battery on unit to discharge fully. Battery was recharged and unit is now working as expected.